Manufacturer narrative:
The customer reported a malfunction, and returned one used sample of material 2426-0007, lot 25075084. Upon initial visual examination, the set verified the complaint of tubing damage, and a pinhole was found in the upper fitment of the pump segment. The root cause for the pinhole could not be confirmed, but it was not able to be traced to the manufacturing process. There is a potential root cause related to the clinical practice, and a member of our clinical team has been notified. A device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.

Event description:
No additional information provided.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris smartsite pump infusion set was leakingthe following information was received by the initial reporter with the following verbatimit was reported by customer that malfunction / failure